Event description:
The company was notified that the patient reported episodes of epilepsy, when laying her head on the implanted side 2-3 days after she was implanted in 2005. The patient was reportedly scanned and given medication at that time. Advanced bionics is in the process of gathering add'l info.